Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed a compromised force sensor system alarm and that he couldn't get the device out of the rewind prime loop to program the device. Customer's blood glucose was 400 mg/dl. Customer treated her high blood glucose with 10 units of insulin injection. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer will not be returning the device for analysis.